Event description:
It was reported the patient felt the stimulation in the wrong location. A shocking sensation was felt even with the device at zero. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).